Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 395 mg/dl and ketones; cause was unknown. In addition, the customer was vomiting. Customer was treated with intravenous fluids of saline, insulin and zofran. The customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.